Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator's touchscreen was blocked. Malfunction did not occur during patient use. Results from the service of the device is yet to be available.